Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was experiencing an issue with "other message". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that around midday at an unspecified date in (B)(6) 2011, she allegedly obtained a display of an "unknown error" message on the subject meter. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the alleged issue. At an unknown date after the reported issue began, the patient claimed to have developed symptoms of being "jittery, nervous, anxious and sweaty" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca was unable to resolve the alleged product issue. Replacement products were sent to the patient. Although the patient denied receiving medical treatment after the alleged issue, this complaint is being reported because the patient stated that she developed symptoms suggestive of a serious injury.